Event description:
It was reported that insulin pump has a blank display screen. It was also reported that insulin pump alarmed failed battery test. Customer's blood glucose reading was 209 mg/dl. No significant events leading to the alarm were observed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.